Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an ear nose and throat (ent) surgical procedure, it was observed that the motor device was heating up and becoming hot. It was further observed that there was noise coming from the device. There were no delays to the surgical procedure. The reporter indicated that the same device was used to proceed with the surgery. There was patient involvement reported. The reporter indicated that the patient was fine post-surgery. According to the reporter, the product specialist tried to use the device and reported that the device heated up within five minutes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.